Event description:
Cordis has been notified through legal channels that a male patient had one cypher stent implanted in his right coronary artery (rca) in 2006 following an acute myocardial infarction (mi). He was prescribed plavix for three (3) months. At some point after the discontinuation of plavix, he developed late stent thrombosis leading to mi. No further information regarding the patient, product, procedure, or event is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may lead to myocardial infarction and may require repeat dilation of the stented area. In this case there is not enough information to draw a conclusion regarding root cause or contributing clinical factors.

Manufacturer narrative:
Updated to reflect information obtained from medical records. Cordis has been notified through legal channels that a male patient had one cypher stent implanted in his right coronary artery (rca) on (B)(6) 2006 following an acute myocardial infarction (mi). He was prescribed plavix for three (3) months. At some point after the discontinuation of plavix, he developed late stent thrombosis leading to mi. Several medical records received indicate that the patient's history includes coronary artery disease with cypher stent implant on (B)(6) 2006., former smoker, hyperlipidemia, hypertension, mi prior to stent implant. On (B)(6) 2010, the patient had cardiac cath due to stemi revealing mild diffuse disease of the left main trunk, 80% ostial lesion of the lad, a 70% ostial lesion of the ramus intermediate artery, 50% lesion of the mid and left circumflex artery, 100% in-stent restenosis in the mid rca with an 80% lesion of the proximal segment and severe inferoapical hypokinesis with an ejection fraction of 40%. The medical records do not mention a thrombus formation. The mid rca was treated with balloon angioplasty with timi 0, post ptca->30% stenosis with timi 3. Proximal rca had 30% residual stenosis and timi 3 post ptca. A 2.5mm x 30mm abbott voyager balloon and a bs apex balloon were used for the procedure. Three days later ((B)(6) 2010), the patient underwent quintuple CABG performed: lima to the lad, svg to pda, svg to om 2, svg to dx, rima from dx graft to om1. On (B)(6) 2010, a 2-d echo showed 35%-40% left ventricular function with mild mitral and tricuspid valve insufficiency. On (B)(6) 2010 venous ultrasound of lower left leg was done for swelling-> negative for dvt. (B)(6) 2011-> colonoscopy with polypectomy performed, for complaints of blood in stool, abdominal pain, weight gain and a general screening. There was no information in the medical records received for review regarding stent thrombosis. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis, thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Restenosis and thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Review of the information provided suggests that there are possible patient factors (risk factors in medical history) and pharmacological factors that may have contributed to the reported events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Addendum: on (B)(6) 2010 the patient had a cardiac cath performed due to a stemi. The results showed severe stenosis in the left anterior descending artery (lad) and ramus, mild disease in the circumflex (cfx) and severe stenosis in the right coronary artery (rca) target lesion. The rca was treated with balloon angioplasty. Results. A 100% in-stent restenosis was found in the mid rca with a timi 0, post ptca->30% stenosis with timi 3. Proximal rca 80% stenosis, post ptca, 30 % residual stenosis, timi flow 3 pre and post-procedure. A 2.5mm x 30mm abbott voyager balloon and a bs apex balloon were used for the procedure. (B)(4). Additional information will be submitted within 30 days of receipt.